Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. The complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA# (B)(4)) has been initiated. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for glucose level. The photo shows a pen needle with the outer cover and inner shield removed from the hub. No samples (including photos of the samples in question) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for glucose level. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos of the samples in question were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. CAPA (B)(4) has been opened to address this complaint.

Event description:
It was reported that the unspecified bd pen needle was involved with a serious injury -hypoglycemia. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Unlike safety pen needles that are used most often in inpatient settings, standard pen needles used in the home have outer and inner needle covers, both of which must be removed prior to injection. After discharge from the hospital, patients may receive standard pen needles from their pharmacy and not know that the inner needle cover must be removed. If the inner cover of a standard pen needle is not removed, patients may not receive the medication. A patient was not aware of the need to remove the inner needle cover. The patient was admitted to a hospital with a blood glucose level of 57 mg/dl, a hemoglobin a1c level of 13.9%, a gait change, and slurred speech. It was discovered that the patient had not been removing the inner needle cover when using lantus solostar (insulin glargine, sanofi-aventis us) and the novolog flexpen (insulin aspart, novo nordisk). He described administering an entire lantus solostar pen per day and using a napkin to soak up the insulin that leaked when injecting himself. The day before presenting to the hospital, the patient had attended a diabetes self-management educational course and learned that he had not been removing the inner cover of the pen needle. After this realization, he removed the inner cover and injected the prescribed amount of insulin, which his physician had continually increased over the course of the year (lantus 150 units in the morning and 156 units at bedtime; novolog 80 units before each meal). The patient developed hypoglycemia after injecting the prescribed amount, which was much higher than would have been required had he been administering each dose correctly from the start of treatment. During admission, the patient required significantly less insulin (lantus 15 units at bedtime and novolog 4 to 6 units before each meal) than he had been prescribed before his admission. Although it may seem improbable that this misadministration happened for more than a year, it did happen. Furthermore, it ultimately resulted in patient harm, illustrating the significance of patient education and correct device demonstration.